Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. The physician repositioned the ipg from the right side to the left side. The patient is reportedly doing well following the procedure.